Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approx. 49cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approximately 56.5cm distal to the is4 connector pin. In that section, the conductor coil was found fractured. This broken contact was confirmed during the electrical analysis. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Approximately 46 months after implantation, high impedance over 3000 ohms and high thresholds were reported via home monitoring. No adverse patient events were reported. The lv lead was explanted and replaced. Should additional information become available, this file will be updated.